Event description:
Clinic notes mention that the "mother states that the first vns implantation was not working appropriately (this was round 2005-2006) then 5 years later, it was replaced". Further clarification was received from doctor that ¿mother stated that it was not implanted correctly the first time. (2005-2006)¿. Per implant surgery notes, the patient was implanted successfully without incident. On the following day, the incision looked good, patient was out of bed without difficulty, her dressing was removed and instructions were given to the patient and her mother and she was discharged home patient was seizure free while in the hospital. The explanted generator was received. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications of the current automated final test (ets 28-0000-3400). Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found.